Event description:
Event description guidant received information that this ventricular lead is likely dislodged. It now has high thresholds and poor sensing. The patient cannot have a procedure for awhile so the caller will program around the issues for now. When the device was programmed to maximum, outputs, the programmer gave a message saying there was less than 90 days of battery life left.